Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: oss porous im stem 10.5 x 90 item# 150381 lot 380910, oss porous im stem 12.5 x 150 item# 150391 lot 743770, oss 3cm diaphysel segment, item# 150464 lot 674200, oss 7cm diahpyseal segment item# 150466 lot 182010, oss poly tibial bushing, item# 150476 lot 183840, oss poly lock pin item# 150478 lot 185100, diah seg lock screw set item# 150481 lot 858990, oss segmental stacking adapter item# 150483 lot 362240, oss rs 3 cm resurf fmrl-rt item# 161005 lot 551130, oss rs 9cm mod prox tib body item# 161027 lot 630640, oss rs poly tibial bearing 12 item# 161028 lot 328390, oss rs poly fem bushings set/2 item# 161034 lot 186790, oss rs axle item# 161035 lot 159990. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02226.

Event description:
It was reported patient underwent a revision due to lost rotation control from yoke interference and a broken bearing approximately 3 years post implantation. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.